Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient turned their stimulation off on (B)(6) 2019, to charge the ins. Once finished charging, the patient turned the ins back on and did not feel stimulation. The patient noted that the lightning bolt symbol on the patient programmer (pp) indicated that the stimulation was turned on. The patient turned the stimulation up higher than they have ever had it before and still did not feel anything. The patient met with a manufacturer representative, and an impedance check was performed. The impedance check showed that electrodes 5 and 11 had impedances of over 10000 ohms, and electrode 11 was in use. The manufacturer representative reprogrammed the ins so that electrode 11 was not in use, and the patient was able to feel the stimulation as normal. No further complications are anticipated.